Event description:
Physician reported that after injection in the "cheeks and extending just below orbital rim" with juvederm ultra plus xc, the pt experienced a compressive event or possible intraarterial injection into the angular artery. The pt was treated with hyaluronidase and nitropaste to the occluded area on the same day as the juvederm injection and physician stated the treatments were to prevent worsening of the symptoms that may lead to permanent damage.

Manufacturer narrative:
(B)(4). Batch number h30l730218 was released by qc according to defined specifications. The documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine.